Event description:
It was reported that during an unknown procedure, the device stopped functioning. Another device was used to complete the procedure. There were no adverse consequences to patient. No further information available.

Manufacturer narrative:
Date sent: 1/22/2009. The handpiece was received with a nose cone damaged. The handpiece was disassembled, a torn isolator and moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.